Event description:
It was reported the trigger jammed on the delivery system while maneuvering through a tortuous iliac. The dilatation prior to stent placement went great. Several micro-clicks of the trigger occurred before jamming & the markers were visible. The delivery system was pulled back & the stent deployed-not at the targeted area & was crumpled up. No additional procedures were performed.